Manufacturer narrative:
The following additional information was received. The customer's family did not believe that the customer was using the pump at the time of death. Per the customer's mother, when she last spoke with the customer on (B)(6)2018, he had gone back to his ¿old¿ ways of doing things - testing his blood sugar and giving manual injections. Per the mortuary, there was no pump documented with the customer's belongings upon intake. The family could not locate the pump in the customer's apartment. The pump will not be returning for analysis. Per the coroner, customer was found on (B)(4)2018 and time of death was estimated to have been on (B)(4)2018. No autopsy was performed and customer was cremated. Cause of death is still unknown.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer passed away. Per statement from, customer's healthcare provider (hcp), "the patient was found dead in bed with no obvious cause of death. It's possible diabetes (either hypoglycemia or hyperglycemia) was a cause. However, cause of death is unknown."